Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was able to successfully charge on saturday, but starting today, they were not getting any coupling boxes when attempting to charge. Initially, they were getting no coupling boxes. It was confirmed there was no visible damage to the insr (recharger) antenna cord. Troubleshooting was performed and the patient was able to get 4 to 6 coupling boxes but then later lost all coupling boxes again. Further troubleshooting was performed and they were able to get 6 coupling boxes again. The patient was sent adhesive discs per request to help with coupling issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) stating that the patient never informed them of this problem.